Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one clearlink system continu-flo solution set leaked. The event was further described as the leak was observed "from a port on the tubing". The event occurred during a heparin and unspecified IV fluid infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon follow up, the event occurred in the cardiac intensive care unit (ICU). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including pressure and clear passage under water testing, were performed and the device operated according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.